Event description:
New information received notes that the bluetooth telemetry was restored. No further information was provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.